Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their ins was malfunctioning, and they needed to find a doctor because their healthcare provider (hcp) had moved to a different state. Patient said that they were in the hospital as a result of the device not working. Agent sent physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was not working properly. Patient stated that they need a new hcp who can set it up and make it work right. Patient also stated that they have been hospitalized for a high blood pressure and low oxygen level caused by their bladder not working. Patient mentioned that they had been having issues with the device. Patient also mentioned that they had a fall twice on (B)(6) or (B)(6) last month and went to the hospital wednesday that week and was discharged to a rehab center. Agent offered to walk the patient through connecting to the ins, but patient wanted someone they can come to, to make the adjustment. Patient stated that they were referred to another hcp, but was not working with ins. Agent sent physician listings.